Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, left ventricular (lv) threshold values were elevated due to left ventricular lead dislodgement. The lead was explanted and replaced. The patient is well.